Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred on (B)(6) 2022 for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation for serial number (B)(4). The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.